Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic experiencing pocket stimulation. The left ventricular lead exhibited a loss of capture. The physician suspected a lead dislodgement and would schedule a x-ray. The physician elected to program the device to rv pacing only since the patient experienced no stimulation. No additional information was available at this time.